Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a patient sample. The following data was provided (customer¿s reference range <35.0 ng/l): (B)(6) sample ID (B)(6) initial result = 75.1 ng/l, repeat result = 3.1 ng/l, same patient, new sample: sample ID (B)(6) results = 5.2 ng/l, 3.3 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a patient sample. The following data was provided (customer¿s reference range <35.0 ng/l): (B)(6) 2025 sample ID (B)(6) initial result = 75.1 ng/l, repeat result = 3.1 ng/l, same patient, new sample: sample ID (B)(6) results = 5.2 ng/l, 3.3 ng/l no impact to patient management was reported.

Manufacturer narrative:
Corrected information in section d3 - email and section g1 - mfg site email the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74120ud00. Device history record review did not identify any potential non-conformances, deviations, or non-conformances associated with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot 74120ud00 are within the established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and concludes the issue is adequately addressed. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 74120ud00 was identified.